Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
The physician's narrative: the patient, a 73 year old male with history of hiv (cd4 ~400), cad s/p ptca stent lad on (B)(6) 2018 on asa and plavix, hld, hsv, depression, hypothyroid, bph , previous substance abuse, drug user (cocaine + heroine for 35 years) presented to pulmonary clinic for evaluation for lvrs in setting of severe emphysema initially on (B)(6) 2019. He reported progressive dyspnea, consistent o2 use, worsening functional capacity. Referred to get CT, tte, 6mwt, and referral to pr. Pfts and 6mwt done on (B)(6) 2020. After the bvlr procedure on (B)(6) 2020, the patient was hospitalized for three days to monitor for pneumothorax. He had daily chest x-rays and monitoring of vitals including o2 saturation. On (B)(6) 2020, the cxr was suggestive of a small left apical pneumothorax not seen on ultrasound. Chest CT that day demonstrated atelectasis of the lul/lingula as expected with a small left pleural effusion and small left apical pneumothorax ex-vacuo. The patient was discharged on (B)(6) 2020 and presented to (B)(6) hospital on (B)(6) 2020 with chest pain and sob, found to have tension pneumothorax and a chest tube was placed. He then transferred to (B)(6) on (B)(6) 2020 for further management. On arrival he was feeling well and chest x-ray showed resolution of pneumothorax. Chest tube had no air leak and was placed to water seal for over 24 hours with no recurrence of pneumothorax. On the morning on (B)(6) 2020 he reported pain over the chest tube site but otherwise felt well and was hemodynamically stable with normal oxygen saturation on supplemental oxygen. He then lost consciousness, pulse was absent and CPR was initiated. A second chest tube was placed during resuscitation efforts but the patient could not be revived and was pronounced dead after 56 minutes of CPR. The primary cause of death is tension pneumothorax and secondary cause is emphysema. Autopsy was performed and no other cause of death was found including pulmonary embolism. This patient was at risk for secondary spontaneous pneumothorax but the temporal relationship to the blvr procedure makes it more likely related to the zephyr valve placement.

Manufacturer narrative:
Pulmonx has reached out to the physician but we do not have the physician's narrative at this time and thus do not have further details. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2020 the patient had zephyr valves implanted. The patient had a CT scan done and a pneumothorax ex vacuo was observed. The patient was monitored for 6 hours with no change prior to being discharged on (B)(6) 2020. The patient developed a tension pneumothorax on (B)(6) 2020 and was found unresponsive at home following cardiac arrest. Paramedics revived the patient and transported the patient to the hospital. On (B)(6) 2020 the patient died of complications. Pulmonx has reached out to the physician but we do not have the physician's narrative at this time and thus do not have further details.